Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. No test strips were returned. Therefore, the returned meter was tested with the in-house contour next test strips from lot # 0dpeg16a, which is similar to lot # 0dpeg15a in question and in-house contour next control solution, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided.

Event description:
An advocate from (B)(6) called on behalf of the her child to report that they obtained blood glucose readings of 391 mg/dl at 8:11 a.m. And 100 mg/dl at 8:13 a.m. With the contour next link 2.4 meter. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the advocate.

Manufacturer narrative:
During further evaluation, the returned contour next link 2.4 meter was tested with the in-house contour next test strips from lot #0gpeg15a using a blood sample, which gave a satisfactory performance.